Event description:
152 ohms. Previous bipolar measurement on (B)(6) 2021 was 703 ohms. Unipolar rv impedance is stable at 399 ohms. Last threshold measured (B)(6) 2021 was 0.875v @ 0.4 ms and r wave measurement was 17.3 mv. Rv lead programmed 2v @ 0.4 ms with rv bipolar pacing and programmed sensitivity 0.9 mv. Presenting rhythm shows appropriate rv capture and sensing. Discussed lead impedance measurement is lower by more than 30% though threshold is normal. Discussed lead monitor is on "monitor only" and therefore will not switch to unipolar. There were 5 short v-v intervals measured since (B)(6) 2021. No evidence of oversensing on presenting or stored egm's. Recommended patient resend a transmission to see what the impedance and threshold measurements are today. Patient's last underlying rhythm was 52 bpm but patient rv paces 97.8% of the time. If rv lead impedance remains low, recommended further lead evaluation with inperson assessment to check threshold, impedance, isometrics and pocket manipulation, and to think about turning on lead monitor if appropriate depending on the value. Discussed the lowerest programmable setting for lead monitor. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).